Event description:
Additional information stated the lead and extension were removed. It was later reported the patient was first revised on (B)(6) 2013 due to a left parietal scalp erosion where the lead connects to the extension. It was stated the doctor did elliptical excision, irrigated it, and put patient on antibiotics afterward. Another surgery was performed on (B)(6) 2013 at the same location and it was stated the doctor did an elliptical excision, irrigated it, and put patient on antibiotics. It was reported the left side extension and lead were then removed on (B)(6) 2013. It was noted the battery was also replaced at that time due to normal battery depletion. Reportedly, the new battery remained in the patient and was capped. It was stated the cause of the erosion was not known. A culture was done and the bacteria was enterobacter aerogenes. After the surgery the patient had two weeks of intravenous antibiotics. It was reported the patient was completely normal and doing well when seen on (B)(6) 2013. There was a plan to reimplant the lead and extension in (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va05cbr. Product type: lead: product ID 3387s-40, lot# v455827. Product type: lead: product ID 37603, serial# (B)(4). Product type: implantable neurostimulator: product ID 37603, serial# (B)(4). Product type: implantable neurostimulator: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 7482a40, serial# (B)(4). Product type: extension: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va05cbr. Product type: lead: product ID 3387s-40, lot# v455827. Product type: lead: product ID 37603, serial# (B)(4). Product type: implantable neurostimulator: product ID 37603, serial# (B)(4). Product type: implantable neurostimulator: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: extension.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was erosion of the lead and extension and they were going to be taken out. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).